Manufacturer narrative:
(B)(4). Evaluation conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
A visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. The lens was re-hydrated in bss, after complete in-situ hydration the length and width were re-measured and were found to be within specifications. Based on the complaint history, work order search, medical review and the evaluation of the return product, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
Method: lens work order search, medical review results: a work order search was performed and no similar complaint was found. Medical review: acute pupillary block with elevated iop in the presence of high vault early after icl implantation may occur due to: non patent/functioning iridectomies (too small, too peripheral and /or not fully permeable, blocked by visco), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), mal-positioned foot-plates, etc. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions: according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). There is not enough clinical data to determine the exact cause of this event, however we can not rule out excessive vaulting secondary to a long lens as a contributing factor. (B)(4). Lens was not returned.

Event description:
The reporter indicated the surgeon implanted a 12.5mm lcm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on due to excessive vault. Subsequently, the patient had pupil block with elevated iop. No other lens was implanted.